Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was intermittently hot to the touch when charging despite being in room-temperature conditions. The customer reverted to manual injections for insulin therapy. There was no impact to customer¿s blood glucose.